Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that the patient experienced elevated blood glucose of an unreported measurement, requiring initiation of 911 emergency protocols. Per a follow-up phone call by animas, the reporter stated the patient was admitted to the hospital for a period of three days for treatment of hyperglycemia. The patient was reportedly discontinued from insulin pump therapy during the hospitalization and was treated with intravenous insulin drip. The reporter stated that the health care professionals at the hospital suspected the patient may have had a viral infection at the time of hospitalization; however, hematologic laboratory tests were negative for indications of viral infection or any other abnormalities. The reporter stated that they are uncertain if the patient¿s adverse event was in any way related to an insulin pump malfunction. Animas¿ attempt to contact the patient directly for clarification of the event was unsuccessful and no further information was able to be obtained. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy due to an unknown cause; pump malfunction was not able to be ruled out due to lack of further information.